Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an ¿infection in the blood¿ and subsequently died due to an unreported cause coincident with peritoneal dialysis (pd) therapy. The source of the infection was not reported. Five days after being diagnosed with the infection, the patient was hospitalized for the event and was reportedly ¿still recovering¿. Treatment was not reported. Subsequently, eleven days later, the patient passed away due to an unreported cause. It was not reported whether the patient recovered from the ¿infection in the blood¿ or if the patient remained hospitalized until death. It was not reported if pd therapy was ongoing until the time of death or whether the patient was performing pd therapy with baxter pd disposable products at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.